Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) (B)(4). Overdischarge was reported. Contributing factors included patient compliance. The patient had not turned stimulation on in over 6 months. There was no response from the clinician programmer. Trickle charge was unsuccessful in the office. The patient was sent home with trickle charge and was instructed to call with progress. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient last charged and last felt stimulation about 4 months ago. The patient found that they had poor communication when trying to connect ¿about a month ago.¿ it was suggested that the patient get their healthcare provider (hcp) to check their device. On (B)(6) 2018, additional information was received from a healthcare provider (hcp). It was reported that the patient was getting a MRI for their shoulder (unrelated to the device/therapy), but the ins was no longer working. No symptoms were reported at that time. They were redirected to the patient's doctor to have the device checked and to determine MRI eligibility. No further complications were reported or anticipated.